Event description:
Several weeks ago, a patient underwent an emergency c-section and a pump was placed. Three days later the patient presented with an abscess in the incision, was taken to the operating room and spent time in ICU with adult respiratory distress syndrome. Reported the physician that infection is not attributed to pump, but technique and patient condition. Patient had history of mrsa and wound healing issues. Patient now home, doing better, but has wound vac.

Manufacturer narrative:
No sample was received for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. Information provided by the initial reporter indicated no malfunction of the device, and that the infection was not attributed to the pump. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in an sterile environment by individuals trained in sterile procedure. Prior to release, all product lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in an sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information becomes available in the future we will reopen this complaint.